Event description:
The advocate stated the customer tested his blood glucose and received a reading of 421 mg/dl using his contour meter. His glucose was retested using another meter and that reading was 121 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. While customer service was trying to get more info and troubleshoot, the advocate disconnected the call. Customer service attempted to call back, but there was no answer. No product will be returned at this time.